Event description:
The customer reported that two to three drops of blood leaked from the coulter lh 500 hematology analyzer manual probe and onto the counter while running samples. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The field service engineer (fse) found and replaced leaking tubing through pinch tubing (pv42 and pv43) to resolve issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).